Event description:
A (B)(6) customer received a blood glucose reading of 22.5mmol/l on the contour link, re-tested on a different meter and the reading was 8.9mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer strips were not expected to be returned. New meter was sent to him.